Manufacturer narrative:
B5 reportedly, "focal trauma in a young patient without previous corneal pathology, usually it should resolve without treatment. In spain we do not have experience wit rho kinase inhibitors. I would simply try with corticosteroids 1 month and observe evolution. I have sent patient prescription for steroids. " should be added in the initial MDR. (B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced endothelial trauma and refractive treatment was performed. The lens was removed intraoperatively. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. The cause of the event was unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6: 4581-endothelial cell trauma. H6 - work order search: no additional similar complaint within associated lots was found. Claim#(B)(4).